Event description:
It was reported that the stem fractured. Stem fractured at proximal third point of stem. Pt was operated on to remove fractured stem. There was not enough bone to support restoration modular component so a temporary spacer was implanted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.